Event description:
It was reported that a user of the ilet experienced elevated glucose readings and contacted support, where it was confirmed through reports that the user was not announcing meals and was instructed to announce meals when eating. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting on proper meal announcement to address high glucose. Investigation included review of device data and user interaction to assess use patterns. Investigation of this case revealed usage-related factors consistent with missed meal announcements rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with contributing user-use factors related to meal announcement behavior. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.